Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients. The dentist has exceeded the recommended installation torque (60 ncm).

Event description:
(B)(4) ¿ the dentist reported that 7 months after dental implant was installed in intraoral region 19#, its non-osseointegration was observed. In addition, 80ncm of primary stability was achieved, the patient presented bone type I and biomechanical overload has occurred.